Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any add'l relevant info is rec'd, a supplemental medwatch will be filed. (B)(4).

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, eight minutes into the case, the junction where the adaptor attaches to the disposable cracked and fluid started dripping out, going straight to the drain bag. As a result, none of the liquid touched the doctor or pt. Follow up info rec'd on july 22, 2009 and on july 23, 2009 revealed that sheath was not pierced by the tenaculum, a storz scope and adapter were used, no excessive force was used when attaching the adaptor, there was nothing unusual about the pt's anatomy, the procedure was aborted and unit went to cool down. After cool down, while removing the adapter from the sheath, the end connector remained in the scope adapter. The crack occurred at the glue joint as opposed to the plastic sheath substrate. There were no pt complications as a result of this event.